Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: leak in the waste canister when performing startup.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: there are (B)(4) complaints related to the issue of waste leakage not contained within instrument; date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of waste leakage was due to an inverted waste line. The waste line was found to be connected to the vent line of the sensor, causing fluid to return. The fse (field service engineer) confirmed the issue and routed the waste line properly. The fse also addressed a compressor fault warning, independent from the leak, and repaired it by replacing the compressor repair kit. A new waste sensor was ordered as it was showing signs of wearing and some failures. That replacement was performed by the customer when it arrived. No parts were requested for evaluation as the compressor repair kit was from stock parts and was discarded. After the repair the instrument was tested and was performing as expected, with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they wore proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. Additional note; servicemax documents the serial number for this instrument as v339875001 but should be (B)(6), as confirmed by the customer per wfi-investigation pr3679061. Attached is a picture of the model plate label. Trackwise remains correct. This discrepancy has been brought up to the appropriate group. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case #: (B)(4). Install date: (B)(6) 2012. Defective part number: n/a. Work order notes: o subject / reported: leak in the waste canister when performing startup. O problem description: leak in the waste canister when performing startup; attached video. O work performed: the equipment verified that the hose of the waste line was connected to the vent of the sensor causing the liquid to return. Inverted the line. Pressure check and a pressure failure in the compressor was found causing the start or failure. The compressor repair kit was replaced. Passed tests of batch 91925 cst the same passed with success. Liberating equipment use. Note: a new garbage sensor will be requested because the current one has some level failures. O cause: pressure leakage and failure. O solution: compressor repair exchange. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. O item: 6. Waste. O function: 6.1 contain waste o potential failure mode: 6.1.1 waste not contained. O potential effect(s) of failure: 6.1.1.1 biohazards. O potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. O current controls: level sensor. O recommended actions: n/a . O responsible party: n/a . O target completion date: n/a . O actions taken: n/a . O sev: 9. O occ: 2 . O det: 1 . O rpn: 18 . Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause was due to an inverted waste line connection. Conclusion: based on the investigation results, the root cause of the biohazard waste leakage on the facscanto ii was due to an inverted waste line connection. The fse confirmed the issue and repaired the connection, as well as performed a few more repairs independent from the leak. After the repairs, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is low as there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from portuguese to english: leak in the waste canister when performing startup.